Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the left belt clip rail, cracks and a divot in the keypad overlay, scratched keypad overlay. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump was received with a critical pump error (open book image). Unable to perform the displacement test due to the critical pump error (open book image). The initial attempt to download/upload using crest/thus was unsuccessful. A second attempt to download a xtest file and then upload the bootloader traces was successful. 6 consecutive occurrences of the error code = 0x00000044 appear in the bootloader traces. The case was cut open. After visual inspection, there is corrosion in/around the following: force sensor flex cable terminal. In summary, the customer¿s report of a crack in the case was not confirmed during testing. The critical pump error (open book image), the inability to completely upload all files, and the 6 consecutive occurrences of the error code = 0x00000044 are due to the moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump. The event involved product(s) mmt-1781k. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1781k that was returned for product analysis.